Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study UK infinity total ankle system subject: 100-009 varus release - superficial and deep deltoid. Lateral gutter osteophyte excised. At this point an undisplaced shear fracture medial mall was noted during the arthroplasty of the right ankle the found fracture was fixed and stabilized."

Event description:
As reported: "study UK infinity total ankle system subject: (B)(6). Varus release - superficial and deep deltoid. Lateral gutter osteophyte excised. At this point an undisplaced shear fracture medial mall was noted during the arthroplasty of the right ankle the found fracture was fixed and stabilized."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.